Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported patient was hospitalized in our department for treatment. On (B)(6) 2024, at 8 am, he was given infusion therapy as prescribed by the doctor. Due to poor vascular conditions, a pqc catheter was inserted. During the catheterization process, the seldinger introduction sheath separated poorly, affecting the placement of the catheter. The catheter was then discontinued and replaced with a new device to continue treatment. The adverse situation did not recur after the replacement.